Event description:
On may 15, 1992, we we caring for an eighth (8) month old infant in the emergency department. The nurse took a rectal temperature with an ivac thermometer. The probe cover became detachefd from the electronic stylet and was subsequently retracted into the infant's rectum. The probe was eventually recovered with the patient under general anesthesia another facilityinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.